Manufacturer narrative:
Examination of the returned trial liners confirmed that the snap ring and screw components are missing from product code 221840158 and confirmed that the product code 221836154 is worn and cracked. Previous investigations for the broken screw component found the user over-tightening the threaded insert during use and intentionally disassembling the snap ring from the screw for surgical preference or cleaning are suspected root causes. (B)(4) was conducted in november of 2011. The investigation did not establish the need for corrective action based on no immediate patient risk, the low frequency of reported events, and suspected customer misuse as the root cause. No evidence was found of product or design error as a contributing factor. All subsequent complaints regarding failures within the pinnacle trial liner product family will be monitored under post market surveillance (B)(4). The root cause for the wear and cracked liner is attributed to misuse and heavy usage. A two year complaint database search did not identify a trend against the provided product code. The vendor date code cy0603 indicates the product was manufactured in june of 2003 and is over 12 years old. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
One trial has a broken top (screw piece broken off), and the second trial is severely worn and has a small crack on one edge. Update: product received 9/14/2015. Product was evaluated and was found that: pin trl lnr 10deg +4 40id 58od: screw piece broken off. Pin trl lnr 10d 540dx36id:severely worn and has a small crack on one edge.